Event description:
It was reported that during testing of the ventilator, the unit shut down w/o any alarms occurring. The ventilator was on battery power. There was no pt involvement in this case. However, if this event was to recur, the caregiver would not be alerted to a ventilator problem.

Manufacturer narrative:
Eval summary: a battery eval test was performed on the returned ventilator. Adequate charge was maintained by the battery and the battery charge exceeded the target hrs. The battery eval test passed and no abrupt device shutdowns occurred. The ventilator was plugged into the ac power and the internal battery was charged. The unit was unplugged and allow to ventilate on battery power with a test lung for 10 hrs. The unit functioned normally and it did not shut down. The reported complaint of ventilator shut down was not duplicated. There were no other observations noted. The bi-annual maintenance was performed. The manifold assembly, lead acid battery, and nimh battery pack were replaced. Operational and battery verification tests were conducted. The unit met all functional tests. The ventilator was returned to the customer.